Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01176;533-08-048, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Patient presented fracture of right humerus below stem. Surgeon opted to revise with press fit fracture stem and upsize glenospherre. 62 yr old female.